Manufacturer narrative:
All buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners, reservoir tube lip and belt clip slot and with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and there was condensation inside of the screen. Her blood glucose level was 228 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.